Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/unknown age. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: utility of routine follow-up defibrillation safety margin testing in young patients with epicardial implantable cardioverter-defibrillators. Pacing and clinical electrophysiology. 2024;47:392¿397. Doi: 10.1111/pace.14948. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding follow-up defibrillation safety margin (dsm) testing in pediatric patients and young adults with an epicardial implantable cardioverter defibrillator (ICD). The patients who underwent follow-up dsm testing were divided into two cohorts; either routine or clinically indicated. The authors described one patient excluded from the study due a non-cardiac death; the exact cause of death was unknown. There is no allegation of device-death relatedness indicated in the article. There was another patient excluded from the study due to a lead fracture. There was one patient in the routine cohort that had an inadequate test due to the ICD failure to generate a shock. In the clinically indicated cohort, the reasons for a follow-up dsm included concern for lead migration, oversensing, undersensing, increased impedance, and small r-waves. There were two patients with an inadequate dsm in this group and they were both due to suspected lead migration noted on chest x-ray. The status of the device and leads is unknown. No adverse patient effects or additional product performance issues were reported.